Event description:
A malfunction alarm was reported by the customer, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The problem did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arose.